Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to patient's infusion site infection. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2025, a patient experienced a localized infection at a pod cannula insertion site on the abdomen after the pod had been worn for approximately 49 to 71 hours. The site was described as extremely erythematous with a pimple-like lesion at the cannula entry point and an underlying hard lump consistent with an abscess. The pod was removed prior to medical evaluation, and a new pod was applied at a different site. The patient was evaluated the same day during a scheduled endocrinology clinic visit. The healthcare professional diagnosed an infected pod site with an underlying abscess and prescribed oral flucloxacillin to be taken three times daily for five to seven days. Blood glucose changes were not reported.